Event description:
It was reported that a balloon rupture occurred. The 95% stenosed target lesion was located in the moderately calcified shunt. A 6.00mmx2.0cmx90cm peripheral cutting balloon was selected for use. During the procedure, the balloon ruptured upon second inflation at 10 atmospheres for 60 seconds and a pinhole was noted. The device was removed from the patient's body without any problem using the normal method and the procedure was completed with another of the same device. No complications were reported and the patient was in good condition after the procedure.